Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted at a surgical intervention due to a suspected micro perforation. A new lead was implanted at the same procedure. No additional adverse patient effects were reported.